Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported testing on her adc blood glucose meter and observing fading segments on the meter display. Customer could not confirm the result but self-administered insulin (dose/type unspecified) and subsequently experienced shaking and a loss of consciousness. Customer's husband called the paramedics and upon their arrival, a reading of 40 mg/dl was obtained on the paramedic meter. Customer was treated with oral glucose and intravenous dextrose. No transport to the hospital was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle lite meter was reviewed and the DHR showed that the freestyle lite meter passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported testing on her adc blood glucose meter and observing fading segments on the meter display. Customer could not confirm the result but self-administered insulin (dose/type unspecified) and subsequently experienced shaking and a loss of consciousness. Customer's husband called the paramedics and upon their arrival, a reading of 40 mg/dl was obtained on the paramedic meter. Customer was treated with oral glucose and intravenous dextrose. No transport to the hospital was required. There was no report of death or permanent impairment associated with this event.